Event description:
Patient had a peripheral IV of d5ns with k. The IV site was the patient's hadn, and the infusion was approximately 55-60 ml/hr. The IV infiltrated and the patient required an emergency fasciotomy. The patient improved following surgery. Customer reported the event because they though the pump should have alarmed for pressure. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). No product return is expected. Root cause of the customer's experience could not be identified. The alaris system is neither designed nor intended to detect infiltration and does not alarm under infiltration conditions.